Event description:
It was reported that there was loss of capture, inappropriate therapy, increasing thresholds, and that the patient felt more tired than usual. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found. It was reported that there was loss of capture, inappropriate therapy, increasing thresholds, and that the patient felt more tired than usual. The device was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to shock, inappropriate high threshold.